Event description:
Add'l info rec'd from MFR 03/17/04: the catalog number of the device listed in the medical device report is unknown. Depuy's complaint record identifies the instrument as "5368xx". This is not an actual catalog number, but a number used to document an unidentified s-rom reamer. The first four digits of the catalog number were determined based on the instrument system, and the x's indicate unknown digits. Depuy's medwatch report gives the catalog# as "unk". Based on info in report number mw1031183 ("treatment:" lines), and MFR's follow-up with its sales rep, there are four sets of reamers that could have been used at this surgery. Each of these sets contains the same items (catalog numbers). It is unknown which set was used, and further, it is unknown which reamer number could have potentially caused or contributed to the pt's burn. Info from investigation indicates, "..they did extensive reaming with the 536815 and that was the reamer they ultimately ended with. Can't provide lot number as they are unsure which set the reamer came from." A two-year complaint history for all catalog numbers beginning with 5368 found only four complaints. Of these four, only the event documented in report number mw1031183 was reportable as an MDR. The manufacturing lot number is unknown. The total number of devices manufactured and sold for the last three years cannot be determined, as the actual catalog number of the instrument is unknown.

Event description:
Pt had a left total knee revision in 2003. An x-ray was taken post-op and a tibial fracture was noted. When the initial dressing was removed, a red, raw area on the anterior tibia was noted. It was an osteo to cutaneous burn. Multiple surgeries have been done to treat this injury including a muscle flap.